Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown issue (¿failure not communicated¿). It is unknown during which process step this occurred. Patient involvement is unknown; however, there was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported unknown problem was identified via the event history log review to be a system error 2106 (center plate sensor too low). Visual and full functional testing, including electrical safety, calibration and simulated therapy testing, were performed. The cause of the alarm was identified to be the thermo printed circuit board. The circuit board was scrapped and the device sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.